Manufacturer narrative:
Complaint confirmed. The instrument was visually inspected, and no issues were found; however, no functional test was performed because the instrument's inner tube hub was damaged. An ncr-24360 was open that included this device batch number per complaint of wobble. An internal manufacturing issue is the most likely cause for the reported failure. Refer to ncr-24360.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a shoulder arthroscopy the burr started to wobble during use and the outer sleeve dislodged from the connection. There was no harm for patient, operator or third party. The surgery was finished successfully and the same device was used anyway. It was not necessary to switch the surgical technique or do a second surgery.